Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. The customer was assisted with troubleshooting. The customer stated that they were able to clear and rewind the insulin pump. Self test did not pass. Insulin pump had power error detected alarm. Notification light stopped flashing immediately. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with constant pump error 75 alarm and pump error 25 alarm problem isolated to the electronic assembly noted. Unable to verify pump error 49, pump error 23 and pump error 68 alarm due to constant pump error 25 alarm.